Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump alarmed with messages such as ¿no disposable¿ and ¿pump will not run¿ due to missing clamp tubing. The pump initially alarmed for an upstream occlusion. The pump had been programmed for a continuous infusion rate of 2.2 ml/hour, with a total volume of 94.2 ml, and 5.8 ml had been delivered. Troubleshooting was attempted, but the alarm continued. The patient was involved, but no injury was reported.

Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined as a product evaluation and problem confirmation cannot be performed. No previous repair has been noted in the last 12 months and no event log history was provided. If the product is returned, this complaint will be reopened for further investigation.